Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid (hydromorphone) 20 mg/ml at 20 mg via an implantable pump for unknown indication for use. It was reported that over the past few years the patient's pump had not been as effective in reducing her pain. This was a gradual change with no factors that led to the issue as far as she knew. It was reported that sideport aspiration was negative. The catheter was then replaced and the issues was resolved with patient's status being "alive-no injury". The patient's weight and medical history were asked but made unknown. Additional information was received from a company representative (rep) via a healthcare provider (hcp) that during the procedure, the surgeon attempted to place catheter through touhy needle then remove catheter to reposition the needle. When removing there was resistance and the tip of the catheter sheared off remaining in the patient intradural at l1. This was replaced with another 8780 catheter.

Manufacturer narrative:
Concomitant medical product: product ID 8711 serial# (B)(6) implanted: (B)(6) 2003 explanted: (B)(6) 2024 product type catheter product ID 8596sc serial# (B)(6) implanted: (B)(6) 2010 explanted: (B)(6) 2024 product type catheter product ID 8780 serial# (B)(6) product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(6); product ID: 8596sc, serial/lot #: (B)(6), ubd: 22-apr-2011, UDI#: (B)(4). Product ID: 8780, serial/lot #:(B)(6), ubd: 22-dec-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the company representative (rep) and confirmed with the physician indicated that the cause of the side port aspiration being negative was not determined. The issue had since resolved.